Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), myxomatous degeneration and flail leaflet for a mitraclip procedure. During the procedure, mitraclip was implanted successfully. The mr was reduced to grade 1 post procedure. On (B)(6), single leaflet device attachment (slda) occurred from posterior leaflet with recurrent mr grade of 3-4. On (B)(6)y 2025, a redo procedure was performed and one mitraclip was implanted to stabilize the slda. The mr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported slda was due to pre-existing patient anatomy. The reported recurrent mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), myxomatous degeneration and flail leaflet for a mitraclip procedure. During the procedure, mitraclip was implanted successfully. The mr was reduced to grade 1 post procedure. On (B)(6), single leaflet device attachment (slda) occurred from posterior leaflet with recurrent mr grade of 3-4. On (B)(6) 2025, a redo procedure was performed and one mitraclip was implanted to stabilize the slda. The mr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.